Event description:
Reporter stated that patient obtained blood glucose results of 133 mg/dl and 263 mg/dl, within 1 minute, when testing on the accu-chek mobile system. No adverse event was reported.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Although the suspect test strip cassette was returned to the manufacturer, it was empty. As such, testing could not be performed with the suspect device. Retention data provided.